Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.1. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose over 250 mg/dl while wearing the pod between 4 and 24 hours on their arm. Symptoms reported include feeling unwell, fatigue, nausea, stomach pain and vomiting. The patient stated that healthcare professionals diagnosed hyperglycemia. The patient was treated with intravenous (IV) fluids, diuretic, medication for nausea, and insulin true shots. The patient was released on (B)(6) 2026.